Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 542 mg/dl and 419 mg/dl. The customer stated that they believed the insulin pump was not delivering insulin. Customer's blood glucose level at the time 390 mg/dl. Troubleshooting occured. The customer stated that there were air bubbles in the reservoir. No additional information was provided.